Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, while approaching the ophthalmic artery, a gdc coil got stuck in the catheter. The procedure was completed with another device.